Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Mandrin was not insertable into the airlock because the white gasket slipped. It was not known if the procedure was completed. No patient consequences were reported. Additional information was received. The hemostatic valve broke/separated. The hemostatis valve dislodged inside the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. Blood return was observed; however, there is no information on the volume of blood that was lost. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the year has been entered as the event date under b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The device evaluation was completed on 24-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress mark and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 10-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).